Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device did not get good blood flow out of the marker lumen. The device was pulled back and the suture pulled out. The device was removed and a second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.